Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular (rv) lead was attempted to be implant but no capture and high pacing impedance were observed. The analyzer cables were replaced, but the results stayed the same. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.